Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. It was noted that there was a shaft detachment at 24.3cm from the catheter tip. The balloon protector cap was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause has been determined to be use/user error as the dfu states: "prior to balloon protector removal to 'immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the flextome cutting balloon device." (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00262. It was reported that the shaft of the catheter snapped in half. The target lesion was located at the right coronary artery. A 15/3.50 flextome cutting balloon monorail was selected for a right coronary artery intervention procedure. During preparation, they were having a hard time pulling off the balloon protector of the device. Upon removing, the user did not withdraw the inflation device to a full negative pressure to maintain a constant vacuum on the device prior to balloon protector removal. It as noted that the shaft snapped in half. The procedure was completed with a different device. No patient complications noted and the patient's status is fine.

Event description:
Same case as MDR ID: 2134265-2014-00262. It was reported that the shaft of the catheter snapped in half. The target lesion was located at the right coronary artery. A 15/3.50 flextome cutting balloon monorail was selected for a right coronary artery intervention procedure. During preparation, they were having a hard time pulling off the balloon protector of the device. Upon removing, the user did not withdraw the inflation device to a full negative pressure to maintain a constant vacuum on the device prior to balloon protector removal. It as noted that the shaft snapped in half. The procedure was completed with a different device. No patient complications noted and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).